Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation results are based upon the user facility information and the evaluation of three recent retention samples. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. A comment was made by the user facility that leakage on the 5fr. Sheaths has been occurring on a frequent basis. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. Based on the investigation the retention samples were found to be normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a 5fr. Sheath was leaking around the diagnostic catheters.